Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical field service technician. The service technician cheeked the map pressure at start up, and the unit was reading 35 cmh20. The service technician performed adjustments on the map pressure to read 40cmh20, performed pt calibrations, and performance checks. The unit passed per 3100a specifications.

Event description:
It was reported to vyaire medical that the ventilator's mean airway pressure (map), was fluctuating while in use on a patient. There was no report of any patient harm associated with this reported event.